Event description:
It is reported that a pt was implanted a hemosplit catheter in (B)(6) 2011, (B)(6) 2012, the pt sent to the hospital because of the bleeding from venous catheter. The doctor observed and found that the venous catheter and bifurcation connector separation. The catheter had to be extracted.

Manufacturer narrative:
The complaint of a catheter leak is confirmed. The discoloration of the catheter between the extension legs and surecuff is due to chemical staining. During functional testing a leak was observed emanating from the juncture of the venous lumen and bifurcation site. Gross and microscopic examinations reveal a partial separation of the venous extension tubing from the bifurcation site. Evident by the complaint sample that was returned it appears the catheter has been exposed to a harsh skin prep or some other catheter cleaning solution. The mechanism of damage may be related to the aggressive and harsh antiseptic solutions that were used on the catheter during its use. The product IFU states "acetone and peg-containing ointments can cause failure to this device and should not be used with polyurethane catheters. Chlorhexidine patches or bacitracin zinc ointments (e.g. Polysporine) are the preferred alternative." The exact mechanism of damage cannot be determined. The device has been in place for approximately 6 months prior to the complaint incident. A lhr of lot #reoh1150 shows this to be an invalid lot number. A sequential search was facilitated and no lot number matched the implicated sample.